Manufacturer narrative:
(B)(4). Batch # r5a76c. Investigation summary: the analysis results that one plee60a device was returned with no visual non-conformances and with a gst60b cartridge reload present. The reload was received fully fired with the pan dislodged. In addition the cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy after the initial firing the device would not load the second reload into the stapler. A second like device was used to complete the procedure with no patient consequences reported.